Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed mechanical tests. The issue of there being an error initializing collimator on the pendant could not be duplicated during the service visit. The system booted normally despite multiple attempts during the service visit. Logs indicated that the system may have not exited gain calibration mode which was performed 6 hours prior to the event. The system sat idle. The logs were obtained for review. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site was unable to boot up the system fully. The pendant showed an error initializing the collimator. The radiologic technologist (rt) tried to reboot the system a couple times, but it did not resolve. The site decided to use a different imaging device at the hospital. This issue occurred before the case and there was no patient present when this issue was identified.